Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the connectors are not holding properly, and the air drive device might be broken was confirmed. An assessment was performed on the device which determined the unit failed the attachment coupling test and would not retain/secure tool, reverse locking mechanism test, the untrue running test as the attachment/gauge does not rotate straight, and the power check with test bench. It was also noted that the coupling shaft was worn and the motor was running rough. The assignable root cause of these conditions was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during cleaning of the compact air drive device, it was observed that the connectors were not holding properly and the device might be broken. During in-house engineering evaluation, it was found that the device failed an untrue running test, as the attachment/gauge did not rotate straight (vibration). The event was not reported to have occurred during a surgical procedure. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.